Event description:
When the "treat" button was pressed the timer started inrementing and the source remained in the fully shielded position. The control console indicators and radiation monitor accurately refleted the source beam position.